Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't find any other complaint with lot number provided. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that the incident involved the delivery of a 6f celt to close a puncture site in the right femoral artery. Post closure there was residual bleeding which was not clinically significant. There was no post-op x-ray of the implantation site. The following day the patient returned with no pulses in the lower right leg. A right leg angiogram was performed which revealed an occlusion of the popliteal artery with a celt implant in the distal popliteal artery. A penumbra catheter was used to aspirate the clot which built up above the implant. Tpa was also used to dissolve the clot. Then a snare was used to capture and retract the implant into the left femoral artery. An attempt was made to remove celt using the snare via a 10f sheath. However, this was unsuccessful, and a vascular surgeon was called to perform a left femoral cutdown and remove the celt. Prior to closing the groin, a right femoral angiogram was repeated which showed a patent popliteal artery and open distal blood vessels in the right foot.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't find any other complaint with lot number provided. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that the incident involved the delivery of a 6f celt to close a puncture site in the right femoral artery. Post closure there was residual bleeding which was not clinically significant. There was no post-op x-ray of the implantation site. The following day the patient returned with no pulses in the lower right leg. A right leg angiogram was performed which revealed an occlusion of the popliteal artery with a celt implant in the distal popliteal artery. A penumbra catheter was used to aspirate the clot which built up above the implant. Tpa was also used to dissolve the clot. Then a snare was used to capture and retract the implant into the left femoral artery. An attempt was made to remove celt using the snare via a 10f sheath. However, this was unsuccessful, and a vascular surgeon was called to perform a left femoral cutdown and remove the celt. Prior to closing the groin, a right femoral angiogram was repeated which showed a patent popliteal artery and open distal blood vessels in the right foot.